Manufacturer narrative:
Media review: one still image and one video loop from the transesophageal echocardiography (tee) examination were reviewed by a boston scientific (bsc) medical safety director. Both the still image and video loop show an echogenic structure on the atrial surface of the closure device consistent with a device related thrombus. The thrombus was protruding, sessile, and non-mobile, covering the majority of the atrial surface of the closure device. The media review is consistent with the reported event of thrombosis. B3: date of event - updated as this was confirmed in follow up with the bsc rep. B5: describe event or problem - updated with new information. B7: other relevant history - updated with medical history related to the patient. D6a: implant date - updated as this was confirmed in follow up with the bsc rep.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman laa closure device was implanted. The patient was discharged post implant on dual antiplatelet therapy. At the 45-day follow-up appointment, transesophageal echocardiography (tee) identified a non-mobile thrombus covering approximately 90-95 percent of the face of the closure device from the limbus side towards the shoulder on the mitral side of the closure device. The patient was to be placed on oral anticoagulants (oac) for 3 months and another tee was planned to be performed following the oac treatment. It was further reported that the 45-day follow-up appointment where the thrombus was identified occurred 60 days post procedure. Following the thrombus, the patient was placed on eliquis twice per day and aspirin once per day.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman laa closure device was implanted. The patient was discharged post implant on dual antiplatelet therapy. At the 45-day follow-up appointment, transesophageal echocardiography (tee) identified a non-mobile thrombus covering approximately 90-95 percent of the face of the closure device from the limbus side towards the shoulder on the mitral side of the closure device. The patient was to be placed on oral anticoagulants (oac) for 3 months and another tee was planned to be performed following the oac treatment.

Manufacturer narrative:
B3: date of event - estimated as the bsc aware date as the date of the identified thrombus is unknown. D6a: implant date - estimated as (B)(6) 2023 as this date was six weeks prior to the bsc aware date and the reported allegation noted: "device was implanted approximately 6 weeks ago."